Event description:
It was reported that a user experienced hyperglycemia with a reported blood glucose of 447 mg/dl, disconnected from the ilet, and self-administered 27 units of subcutaneous insulin via pen before contacting support for assistance with a supply change; the user attributed the situation to waiting too long to change supplies and reported a current blood glucose of 182 mg/dl at the time of the call. Symptoms included high blood glucose. Outcomes included successful troubleshooting and completion of a supply change with improvement in blood glucose. Investigation included phone-based troubleshooting and user education to guide a full supply change using the reported infusion set type. Investigation of this case revealed no device malfunction reported, with user management and delayed supply change contributing to the event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.